Manufacturer narrative:
Model number: unknown, as the serial number was not provided. Only provided as (B)(4). Telephone number: (B)(6). (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) cartridge (distal end) tears/bursts as the lens passes through it then the lens gets stuck in the corneal wound. No other information was provided.